Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch and has distal end damage. Visual inspection was performed and the device presents that the spring tip was stretched. All the outer diameter (ods) and guidewire overall length were taken and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guide wire detachment occurred. A 182cm choice¿ guide wire was selected. During unpacking, the spring coil was disrupted. When the device was pulled out of the coil, the guide wire came apart. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that guide wire detachment occurred. A 182cm choice¿ guide wire was selected. During unpacking, the spring coil was disrupted. When the device was pulled out of the coil, the guide wire came apart. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).